Manufacturer narrative:
Tandem¿s t:slim x2 pump user guide indicates: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level of 21 mg/dl at night. Reportedly, the customer believed they may have reconnected to the pump while the fill tubing step was performed. However, the customer cannot remember if this occurred. Review of t:connect pump data confirmed that the customer did not deliver any boluses the night of (B)(6) 2017. Reportedly, the paramedics were called and the customer believed the paramedics administered a glucagon injection.